Event description:
A report was received that the patient had pain at the implant site and felt feverish. The patient¿s ipg was explanted, and the pain was resolved.

Event description:
A report was received that the patient had pain at the implant site and felt feverish. The patient¿s ipg was explanted, and the pain was resolved.

Event description:
A report was received that the patient had pain at the implant site and felt feverish. The patient¿s ipg was explanted, and the pain was resolved.

Manufacturer narrative:
Additional information was received that the cause of the patient's symptoms or issues was unknown.

Manufacturer narrative:
Additional information was received that the patient also had an infection at the pocket site resulting to the explant of the ipg. The physician was not sure on what caused the infection. The patient was prescribed medications and the infection had resolved. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.